Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to conservatively report the vein injury requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation with grade of 4. It was noted that the patient had tortuous veins and accessing the femoral vein was difficult. One mitraclip was implanted reducing the mr to a grade of 2. Post procedure, when performing CT a vein injury was noted. The vein injury may have been damaged while raising the sl-0 sheath however this has not been confirmed. A balloon was used to stop the bleeding. The patient's condition is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported vein injury appears to be due to challenging patient anatomy. The reported hemorrhage appears to be a cascading event of the vein injury. Additionally, vein injury and hemorrhage are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.